Manufacturer narrative:
Investigation results: (serial number was updated). A investigation cannot be performed because the complaint device is not available. It is possible that wear and tear could have led to the described failure pattern. Based on the provided information and without a product, a definitive root cause can not be determined. According to our database, the product was delivered in april 2013. A maintenance and/or a repair was not registered since that date. According to the corresponding IFU, a maintenance should take place on regular basis and as indicated on the laser engraving on the product (once per year). Abstract of the IFU ta011265 - 11/12: " [...] To ensure reliable operation, the product must be maintained as indicated on the maintenance label [...]".

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product hi-line xs. On (B)(6) 2020 the patient was scheduled to receive brain tumor surgery. During surgery the handpiece was unable to fix drilling bit. Bearing inside the device dislocated. Replaced with another handpiece. No injury to patient. The adverse event / malfunction is filed under aag reference (B)(4).